Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with the insulin pump time lagging behind and they had to change it constantly. The customer's blood glucose level was unknown at the time of the incident. The device will not be returned for analysis.